Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Corrective and preventive actions review was performed and revealed no indication of a product quality issue. Based on the case information, a conclusive cause for the reported patient effects of death, dissection, occlusion, perforation, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: the date of event is estimated as 5/9/2024. D4: a partial UDI was provided as the lot number is not known. The additional serious injury reported in the article is captured under separate medwatch report. Literature attachment: "how accurate are manufacturers¿ recommendations in determining ineligibility for transfemoral transcatheter aortic valve implantation?"

Event description:
This event is from an investigative study predicting the value of manufacturers' guidelines to reduce major vascular access site complications for transfemoral transcatheter aortic valve implantation (tf-tavi) procedures using the perclose proglide device. Patients were deemed eligible or ineligible according to the manufacturer's instructions related to the minimal lumen diameter and sheath-to-femoral artery ratio (sfar) estimates from computed tomography imaging. Major and minor vascular complications were similar in the eligible and ineligible groups; however, the ineligible group had a higher rate of rupture and tended to have more vascular complications (vcs.) Sfar was the only predictor of major vcs. The risk of vascular trauma increased with larger sheath sizes for some patient and small sheath sizes for other patients. Circumferential iliofemoral calcification was a predictor of vcs. Complications included, vessel rupture, occlusion, and dissection with treatments of surgery and stenting resulting in death. It was concluded, the tavi team should not decide whether the patient is suitable for a femoral approach based solely on the manufacturer¿s criteria, smaller peripheral anatomy, and circumferential calcification, and should incorporate additional factors that could be predictive of major vcs. Specific patient information is documented as unknown. No additional information was provided.